Event description:
It was reported that a malfunction occurred on a pump. The customer was unsure if their blood glucose level exceeded 500 mg/dl as a result of the issue. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised that they may continue to use the pump and to call back if any further issues arise.